Event description:
A distributor reported that a memory lens implaned in a pt's left eye in 2003 has since opacified. The device was explanted & replaced with no complications reported. Visual acuity reported as 0.8 os and the prognosis is good.